Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation, the right ventricular lead exhibited failure to capture. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.